Manufacturer narrative:
(B)(4). This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a consumer regarding a patient receiving intrathecal morphine (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain. Approximately 3 weeks following pump implant, the patient developed an infection at the pump site. The patient had been doing well but presented to the clinic and showed some mild redness of his wound. Per the hcp, it appeared to be just a mild superficial cellulitis and therefore the patient was started on oral antibiotics and was scheduled to go into the clinic the following day. However, on (B)(6) 2013, the patient became sicker overall and was spiking temperature. The patient was brought to the emergency room (ER) and admitted to the hospital. The patient was started on antibiotics; however, the hcp was not contacted until the morning of (B)(6) 2013. Once the hcp saw the patient, the patient was brought to the operating room (or) after the hcp gave him several units of fresh frozen plasma and vitamin k. The pump was explanted on (B)(6) 2013 at which time purulent drainage was noted around the catheter as well as the pump. The hcp removed the catheter completely and over sewed the site for the catheter path to decrease any risk of cerebrospinal fluid (csf) leak. There was no evidence of csf leak. Cultures were sent from this area and the wound was closed. The anterior abdominal wound was opened and the pump was removed. Drugs were removed from the pump and discarded with multiple witnesses. Approximately 32ml of drug was removed. Several cultures were sent from this as well. The wound was then irrigated with copious quantities of bacitracin solution. Hemostasis was then obtained and a vac dressing sponge was placed and a vac dressing was applied. The patient was then transported to the recovery room for postoperative care. A supplemental report will be submitted if additional information is received.